Event description:
A complaint was reported to boston scientific corporation on an optiflex retrieval basket used during a procedure on (B)(4) 2013. According to the complainant, during the procedure the basket would not open and close easily. It is unknown if there was a stone in the basket when the event occurred or how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned optiflex retrieval basket revealed the introducer was on the sheath and the basket was closed. The sheath was detached from the rack gear when received, but remained on the basket pull wire. The sheath was bent in several locations along the working length. When the thumbwheel was actuated, the basket would not open; the thumbwheel would not move freely. The pinch vise would turn freely. The handle was disassembled and the glue plug was not detached from the rack gear. The sheath detached approximately .5mm from the distal end of the rack gear. The basket wire was removed from the detached sheath; the wire moved freely through the sheath during removal. The basket and all of the basket wires were present and attached; one of the basket wires was detached at the distal end. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.

Event description:
A complaint was reported to boston scientific corporation on an optiflex retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the basket would not open and close easily. It is unknown if there was a stone in the basket when the event occurred or how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.